Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was feeling shaky, ¿got blinded¿, weak and feel like passing out. The patient couldn´t remember the cgm value at that time and there was no bg reading taken. Her father took her to the hospital. At the hospital she was treated with fluids, potassium and insulin. The patient was admitted to the intensive care unit (ICU) due to high blood sugar readings. The patient was hospitalized for 5 days, was admitted on (B)(6) 2024 and was discharged on (B)(6) 2024. At the hospital her anc (absolute neutrophil count) was 11 and at the time of the call it was decreasing to normal values again. At the time of the report the patient was still not feeling good. Although the cgm was reported inaccurate, there were no bg nor cgm values reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.